Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a connection issue during the dwell stage, where the home patient had disconnected from patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly disconnecting during emergencies. The patient guide provides step-by-step instructions for ending therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had accidentally disconnected the transfer set from the automated peritoneal dialysis set during dwell two on a homechoice (hc) machine. The hp was half asleep and thought it was time to disconnect for the morning, not realizing that it wasn?t time for that yet. The hp then disconnected by accident. The technical service representative (tsr) assisted the hp in ending therapy so that the hp could start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.